Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj107 - biolox prosthesis head 8/10 32mm m. The original procedure was performed in 2004. According to the complaint description, the revision surgery was 17 years post surgery due to fracture of implant. The patient complained of pain and impairment of the left lower limb. A revision surgery was necessary. The femoral stem, femoral head, and insert were replaced. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved component: nc456t - plasmacup sc plasmapore-cap size 56mm - lot 51209403.